Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Event description:
It was reported that following an unrelated procedure where the ipg was not set to surgery mode, the ipg was unable to communicate with external devices. A manufacturer representative confirmed that the ipg was inoperable. Troubleshooting was attempted with no success. In turn, surgical intervention may take place to address the issue.